Event description:
It was reported that catheter issue occurred. An opticross 18 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the vessel distal to the portion that needed ivus. During the procedure, the catheter was not turned on until the device was positioned distally and was ready to pullback. When the device was turned on and pullback was happening, there was a strange digital image on the screen under the vessel. The catheter was turned off and when an attempt to turn it on was made, there was a winding noise, so it had to be taken out of the patient. When the device was pulled back, it was stuck on a .014 thruway guidewire and spun around it. Both the catheter and wire had to be taken out as one unit. The procedure was completed using another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. The sheath was observed kinked. The imaging window was observed with windup near to lapjoint section. Also, to inspect for damage in the imaging core at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly were pulled out from the hub. No damage was found within the telescope and sheath section of the device. The above-referenced calibrated equipment was used to perform an impedance test. The impedance test shows an electrical failure open proximal waveform between 120-130 cm from the distal housing. The electrical failure indicates that there is no longer a connection between the system and the transducer. After the impedance was tested, the imaging core was removed from the rest of the device, and an imaging core windup was encountered. Based on the evidence, the as reported code of image poor and guidewire entanglement cannot be confirmed. All compiled information on this investigation determines that the most probably cause is cause traced to device design.

Event description:
It was reported that catheter issue occurred. An opticross 18 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the vessel distal to the portion that needed ivus. During the procedure, the catheter was not turned on until the device was positioned distally and was ready to pullback. When the device was turned on and pullback was happening, there was a strange digital image on the screen under the vessel. The catheter was turned off and when an attempt to turn it on was made, there was a winding noise, so it had to be taken out of the patient. When the device was pulled back, it was stuck on a .014 thruway guidewire and spun around it. Both the catheter and wire had to be taken out as one unit. The procedure was completed using another of the same device. There were no patient complications reported.